Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a sensor error alert. The blood glucose reading was not given. Customer stated that the alarm occurred during initialization. He stated that the sensor appeared to be fully inserted and flat against the skin. He also reported that the readings were off by up to 100 points. Nothing further was reported.